Event description:
It was reported that the camera head image had no color. The procedure was successfully completed without delay using a back-up device. No patient injury or other complications were reported.

Manufacturer narrative:
Review of initial information showed that a backup device was available to complete the procedure and no loss of visualization was reported. The reassessment determined that the issue does not meet the threshold for reporting and is a non-reportable event. This report was made based upon information which smith & nephew had not been able to investigate or verify prior to the required reporting date.